Event description:
On (B)(6) 2021, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, patient experienced visual hyper-granulation with oozing at stoma site and was treated with unknown oral antibiotics.

Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.